Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the cause of the issue was that the wheel clutch was disengaged. This was why the wheels were not moving when the handle bar was pressed. The rep tested the system by moving the image acquisition system (ias) around; the ias was moving as it should with the clutch engaged. The rep informed multiple people at the facility about ensuring the clutch should remain engaged. The system passed the system checkout and was found to be fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had the imaging system booted up, but the system wouldn¿t move when attempting to move it by holding down the drive handle. If the system did move it would only move slowly. The site had rebooted the system multiple times to attempt to get it into the room. It was noted that the system was plugged in previously, but the batteries were dropping on the system. The patient was present when this issue occurred. There was no delay to the case due to this issue, and there was no impact on patient outcome.